Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax medical became aware of a report stating pentax model ed-3490tk/serial (B)(4) yielded a high concern bacterium (roseomonas mucosa) after sampling performed on (B)(6) 2018. The sampling performed on (B)(6) 2018 yielded a total of 6 cfus comprised of the following 4 isolates: positive cocci - staphylococcus hominis, negative cocci - roseomonas mucosa, positive cocci - kocuria rhizophila, positive cocci - staphylococcus warneri.